Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report l700314. "Purge failure" alarm occurred on the pump during preparation. As a result, the pump was swapped and did not harm the patient. The pump was checked out by the field service agent and found purge failure alarm upon start pump. The pneumatic control system (pcs) assembly was replaced. Found all tubing clean and no trace of blood. Performed functional checklist. Intra-aortic balloon pump (iabp) perform to specification.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "purge failure alarm" is confirmed. The power cable on the vent valve v1 was found broken, which is the result of the alarm. The root cause of how the power cable broke from the valve is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for any developing trends. No further action at this time.

Event description:
It was reported via field service report l700314. "Purge failure" alarm occurred on the pump during preparation. As a result, the pump was swapped and did not harm the patient. The pump was checked out by the field service agent and found purge failure alarm upon start pump. The pneumatic control system (pcs) assembly was replaced. Found all tubing clean and no trace of blood. Performed functional checklist. Intra-aortic balloon pump (iabp) perform to specification.